Event description:
Customer reportedly, obtained results of 352mg/dl and 167mg/dl on the compact test system within 10 minutes. No action was taken based on device results. No adverse event reported. No information provided to indicate where comparison performed. Requested return of suspect test system and replacement was sent. No quality controls were used.